Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported separation because the set has been discarded by the manufacturer. Unable to determine the cause of the customer's reported separation because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported the tubing came apart during a chemotherapy infusion; the tubing was dry at the time. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.